Event description:
Ventilator stopped delivering tidal volume. Pt dusky -abg's dropped to 7.1. Didn't increase until ventilator changed. Pt was put on the vent on 12/1/95. Pt expired on 12/7/95, 3 days after being taken off the ventilator. The ventilator was inspected on 2/1/95 and passed inspection. On 7/13/95 the ventilator again passed a complete bio-med inspection. It was last used on a pt on 7/14/95 and was operational at that time.